Event description:
The user facility reported that the blood leak alarm on the dialysis machine sounded during treatment. Additionally, the pt experienced shaking chills and had an oral temperature of 100 degrees f. A single dose of antibiotics was administered based upon these symptoms. The blood in the circuit was successfully completed using another dialyzer. There was no volume of blood loss reported with this event.